Manufacturer narrative:
Explant due to severe mitral regurgitation was reported. The investigation found that leaflets 2 and 3 were torn. There were degenerative changes on all leaflets. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The cause of the tear could not be conclusively determined. However, the degenerative changes noted to the tissue could have contributed to the tear formation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate denatured appearance to the collagen at the tear site, which could have contributed to the formation of the tear.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012, a 29mm epic valve was implanted during a mitral valve replacement. On a later date, the patient presented with exacerbation of symptoms, severe mitral regurgitation, and increased pressure gradient noted by echocardiogram. On (B)(6) 2023, the valve was explanted and replaced with a 27mm epic valve. The explanted valve showed a rupture of the valve cusps. The patient status was stable.